Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
(H3) the sensor remains implanted and was not returned for evaluation. A review of the device history record (ohr) for the sensor lot confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture.three years post initial sensor implantation, the patient underwent a right heart catheterization (rhc) recalibration, which revealed that the sensor was providing inaccurate measurements. Following recalibration, the mpap trend remained stable and consistent, suggesting that the sensor's inaccuracy was finite and corrected through recalibration. It was also noted in the complaint issue description that the patient had called endotronix's support line to inquire about why their readings were so much higher during the recalibration procedure. The recalibration and subsequent recalibration readings are taken in a supine position while home readings are taken in a seated position. Upon further review, it was found that the patient's supine mpap pressures were significantly higher than their seated pressures, which could explain the large perceived change in pressures. The endotronix sirona first in human trial database showed a mean difference of 5.85 ± 5.08 mmhg higher mpap in supine relative to seated. Seated pressures revealed a range from -3 mmhg to 16 mmhg, with recalibration adjusting pressures to as high as 12 mmhg, within or below the target treatment range of 5 mmhg to 20 mmhg per the proactive-hf trial. To address the patient's concern that they were not feeling well, seated pressures were reviewed, where it was found that the patient's pressure was recorded as low as -3 mmhg to as high as 16 mmhg. The 11-mmhg adjustment due to the recalibration increased the patient's pressures, but only as high as 12 mmhg. The target range for treatment, as per the proactive-hf trial, is between 5 mmhg and 20 mmhg. This indicates that the patient was within or below the target range. If below, the clinical site would evaluate precipitating factors, diuretic medication, and would consider a chemistry panel. A review of adverse events reported as part of the proactive study revealed that all adverse events were adjudicated to be unrelated to the study device/procedure.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Approximately 3 years post implant, sensor inaccuracy was suspected. The patient underwent a right heart catheterization and it was confirmed that the sensor was inaccurate outside of the acceptable range of calibration. The sensor was recalibrated against the fluid-filled reference pressure.